Event description:
In 2008, a clinical incident involving a perc dc wand was reported to arthrocare via medwatch report. During a cervical nucleoplasty procedure, the electrode at the tip of the perc dc wand had detached. It was reported the electrode detached during the withdrawal of the wand from the surgical site. A week later, it was confirmed the detached tip remained in the pt's cervical disc at the end of the treatment of the third cervical level. There is no plan to reoperate to remove the detached electrode. It was reported the pt had no complications.

Manufacturer narrative:
The device was not received for investigation. The device lot history record was reviewed for lot q002670-a. The device met all specifications. No conclusion can be made.